Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient might have gotten infection from the purewick female external catheter. They had concern about the suction feeling and stated they had already sought treatment from the doctor. The representative advised to stop usage if uncomfortable with suction. Per additional information received via liberator on (B)(6) 2024, stated that the patient was experiencing pain in the upper leg, and they wanted to know if purewick had caused that, and they had no infections or skin issues. The representative advised that the patient was not aware of that. Per clarification mail received from liberator on (B)(6) 2024, stated that the patient sought treatment from a doctor due to pain and thought there might be an infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: instructions for use. Setup: 1. Connect the canister to wall suction and set to a minimum of 40mmhg continuous suction. Always use the minimum amount of suction necessary. If using the purewick urine collection system, connect the canister to the unit and turn the unit on. Please consult the purewick urine collection system user guide for further information. 2. Using standard suction tubing, connect the purewick female external catheter to the collection canister. Peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewick female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewick female external catheter is positioned. Removal: 5. To remove the purewick female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewick female external catheter directly outward. Ensure suction is maintained while removing the purewick female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Maintenance: 6. Replace the purewick female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick female external catheter. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient might have gotten infection from the purewick female external catheter. They had concern about the suction feeling and stated they had already sought treatment from the doctor. The representative advised to stop usage if uncomfortable with suction. Per additional information received via liberator on 14oct2024, stated that the patient was experiencing pain in the upper leg, and they wanted to know if purewick had caused that, and they had no infections or skin issues. The representative advised that the patient was not aware of that. Per clarification mail received from liberator on 25oct2024, stated that the patient sought treatment from a doctor due to pain and thought there might be an infection.